Event description:
The customer reported that his blood glucose measured 399 mg/dl at 5:12 am, 500 mg/dl at 9:07 am and "high" (>500 mg/dl) at 10:35 on the third day of wearing the device. He removed it and noted that the cannula was bent at a 90 degree angle and was not inserted in skin.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No kink or bend was noted in the cannula. The investigation found no defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed, nor excluded, through laboratory testing. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka)." "If your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose), " and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."